Event description:
The user reported that she hit her head four/five months ago and has been having issues hearing ever since. Before the event occurred, the user heard very well with the device. The user was re-implanted on 30th november. This report refers to 9710014-2020-00572. For further information please refer to this report.